Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, bone resorption, infection, fistula, abscess, inflammation, mobility.